Event description:
Related manufacturer reference number: 1627487-2019-08381, 1627487-2019-08382. Follow up information received that the patient is no longer experiencing and symptoms related to the cerebrospinal fluid (csf) leak.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08381, 1627487-2019-08382. It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The physician placed a lead successfully. Upon attempting to place a second lead, there was resistance in the epidural space. A csf leak occurred then and the physician removed the needle, deciding to removed the previously placed lead and abandon the procedure. A blood patch was performed.